Manufacturer narrative:
The customer's reported complaint description of patient embolization cannot be confirmed given the patient centric nature of this serious adverse event (sae). There were no reports of alphavac device malfunction during the procedure; therefore, the device was not returned for evaluation. The physician feedback that patient showed symptoms of embolization into the subclavian / potential stroke symptoms. No device history records (DHR) of the packaging/assembly lots could be reviewed since device upn and lot number are unknown. Labeling review: directions for use are provided with this device and contain the following statements: indications for use. The cannula is indicated for: the non-surgical removal of thrombi or emboli from the venous vasculature, aspiration of contrast media and other fluids from the venous vasculature. The cannula is intended for use in the venous system. Directions for use and manuals for the alphavac system and all related accessories should be read prior to use and devices used as indicated. As with all medical devices, this device and ancillary equipment are to be used by trained physicians only. Specifically, this device is to be used only by medical personnel experienced with using surgical and/or percutaneous (seldinger) vascular access techniques as well as physicians trained and experienced in percutaneous, intravascular, diagnostic and interventional techniques requiring fluoroscopic or image guidance and visualization. Adverse events: this device, as do all embolectomy systems and devices, has possible side effects, which include, but are not limited to infections, blood loss, thrombus formation, embolic events, vessel, ventricular or valvular damage and complications of percutaneous or surgical insertion techniques. These may occur if the directions for use are not followed. Possible complications include those normally associated with large bore surgical and/or percutaneous vessel catheterization/cannulation, anticoagulation, and application of intravascular introducer systems which include but are not limited to: distal embolization of thrombus, pulmonary embolism, cardiac arrest, death. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
A physician reported an issue with an alphavac f22-180. The following was reported to have occurred during a left atrial appendage clearance, prior to watchman placement - mechanical thrombectomy: "patient was unable to have cerebral protection put in place/ no sentinel devices were placed prior to laa clearance. Because of this when the material was aspirated in the laa the patient lost the a line / circulation in the left arm. Patient showed symptoms of embolization into the subclavian / potential stroke symptoms. Physician had to intervene to try to regain a line/ stabilize patient." This physician has performed over 20 of these cases and is well trained. The procedure was performed in accordance with the dfu (directions for use) and the physician does not believe this event to be the result of any malfunction with the angiodynamics device but from the embolization of material, without any cerebral protection in place, and patient's previous existing medical conditions. The patient received a thrombectomy of the subclavian and radial veins with penumbra to remove the embolized material. The physician is said to understand that this can happen in these types of patient presentations and is using this as a learning lesson to build a better patient protocol list of who is a good candidate for this procedure moving forward.

Manufacturer narrative:
The reported device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for this event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).